Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the inlay was hammered in with the impactor, it broke at the lower part. There is no reported harm or injury to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated/corrected: g3; h2; h3; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This is a supplied product and a supplier DHR review is not required as corrective action has been implemented consisting of a material and a design change. This part was manufactured before the change. Further, the available information does not point to a manufacturing issue as the instrument has been on the market since 2005 and is used with high impaction forces. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. With the available information, a definitive root cause is unable to be determined. Upon reassessment of the reported event, it was determined that the initial report was forwarded in error and should be voided. No adverse events have been reported as the result of this malfunction in any device considered same or similar to the one reported.

Event description:
Upon reassessment of the reported event, it was determined that the initial report was forwarded in error and should be voided. No adverse events have been reported as the result of this malfunction in any device considered same or similar to the one reported.